Event description:
On 03/20/1998 following a ptca procedure, an angio-seal device was placed in a patient's right groin with successful hemostasis. Later that evening a hematoma formed; no intervention was performed at that time (reason undocumented to MFR). The following morning the pt was noted to be hemodynamically unstable with a drip in her blood pressure and increased heart rate. The pt returned to the cath lab for a right and left heart cath (via the contralateral groin). At that time the hematoma was noted to have extended to the knee. Three units of packed red blood cells were transfused as a result. The pt tolerated the procedure well, and was discharged home on 03/25/1998. As of 04/17/1998 there has been no further report of complication or patient sequelae made to the MFR.